Manufacturer narrative:
The site did not return any device therefore no device eval was performed. If we should receive further info pertinent to this event, a f/u report will be submitted. (B)(4).

Event description:
This is an adverse event recorded on a crf as part of the (B)(4) registry. This pt was prospectively enrolled with 6cm high grade dysplasia. The pt had a complex history of strictures and treatments including multiple focal ablation to treat dysplasia. A few weeks after a 6th focal ablation, the pt complained of dysphagia and was dilated. At the 2 month f/u, a stricture was observed and the pt was again dilated. The pt returned for a f/u after 6 months and the event had resolved. No stricture was observed and pt no longer experienced dysphagia. Per the physician the severity of this event was moderate, the relationship of the event to the device procedure was probable and there was no device malfunction.